Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver displayed a blank screen while supporting a patient. The customer also reported that the display screen on the hospital cart was functioning properly. The patient was switched to a backup companion 2 driver with no reported adverse patient impact.

Manufacturer narrative:
During incoming testing, the driver display, although functional, was very dim and hard to read, confirming the customer-reported issue. Investigation testing determined the root cause was a malfunction of the driver display assembly. When the driver display was replaced, the driver screen functionality was restored. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.